Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr evaluated the suspect device and found fluid damage in the touchscreen. The fsr replaced the front panel and ran the operational verification procedure (ovp). Results of investigation: the suspect component was returned to carefusion's failure analysis laboratory for evaluation. Fluid ingress was observed and when the device was powered on, the front panel was unresponsive to touch. The technician noted that no area of the screen was responding. Fluid ingress is identified as the root cause and this will be internally investigated within carefusion.

Event description:
The customer reported that the touchscreen displaying freezing. The customer reported no patient involvement or allegation of patient harm.